Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module with new bag of bumex was set to infuse on a patient. The nurse confirmed the rate and dosage of the medication on the pump, however nurse noticed the top of the tubing was dry and bag was completely emptied, which did not reflect what the pump read. The patient was stable and patient asymptomatic. There was patient involvement but no harm.

Event description:
It was reported that the pump module with new bag of bumex was set to infuse on a patient. The nurse confirmed the rate and dosage of the medication on the pump, however nurse noticed the top of the tubing was dry and bag was completely emptied, which did not reflect what the pump read. The patient was stable and patient asymptomatic. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information: unique device identifier (UDI)#. Medical device serial #, device available for eval?, returned to manufacturer on, device eval by manufacturer?, device manufacture date, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion of bumex was not confirmed through the review of the logs or reproduced during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid in specification with no signs of over infusion or unregulated flow being observed. Spring functional tests observed no issues and all tests passed, indicating the occluders and springs were functioning as intended. The review of the suspect pump module and concomitant pcu error logs showed no errors or malfunctions on the incident date for the source device. The concomitant pcu event log showed that on 03sep2024 at 5:54 am, the user programmed and started a guardrails infusion with drug ID: 71 (bumetanide), concentration: 12.5mg/50ml, rate: 8ml/hr and volume to be infused (vtbi): 50ml. The primary volume infused (pvi) was recorded as 7210.85ml. At 12:04 pm, the user updated the infusion and selected vtbi: 45ml. The pvi was recorded as 7259.81ml. At 4:20 pm, the user updated the infusion and selected vtbi: 20ml. The pvi was recorded as 7293.23ml. At 6:50 pm, the infusion completed with keep vein open (kvo) alert. At 8:03 pm, the device alarmed for safety clamp open for two (2) seconds indicating the administration set was reinstalled. The user started a new infusion with rate: 8ml/hr, vtbi: 35ml. The pvi was recorded as 7322.37ml. On 04sep2024 at 12:18 am, the device was channeled off. At 1:06 am, the device alarmed for safety clamp open for three (3) seconds indicating the administration set was reinstalled. The user programmed and started a new guardrails infusion with drug ID: 71, rate: 8ml/hr and vtbi: 50ml. The pvi was recorded as 7356.26ml. At 1:19 am, the system was powered off. Internal and external inspection of the suspect pump module, including the pumping mechanism, found a broken plastic rivet piece floating around loosely in the device; however, it could not be determined if the piece may have interfered with occluder function at the time of the reported incident. The alaristm system with guardrailstm suite mx user manual v9.33 notes that periodic patient monitoring must be performed to ensure that the infusion is proceeding as expected. To prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. The roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. Verify current primary and secondary infusion parameters prior to starting the infusions. It is not possible to determine what the actual volume is within an intravenous (IV) container at the start and ending of an infusion from a review of the pcu event log. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Notes to service: suspect pump module s/n: (B)(6) (wo: (B)(4)). Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Please re-torque all screws. Incidental finding: membrane rivet broken. Please replace rivet. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of an over infusion of bumex was not definitively identified during the investigation. A broken plastic rivet was found loosely inside the device. Review of the device logs and laboratory testing performance demonstrated the device operating as intended. Note that imdrf annex a1801, a27, c0601, c07, d01, d15, g04088, g02017, g04037 and g0405212 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.